Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for the patient in question. The access accutni+3 reagent was not returned to beckman coulter (bec) for analysis. A bec field service engineer (fse) was dispatched to assess the instrument's performance. A high sensitivity (hs) system check was performed as part of troubleshooting. All parameters passed within specifications. The fse noted that there were no hardware issues which would have contributed to the elevated non-reproducible access accutni+3 result obtained. In conclusion, the cause of the elevated non-reproducible access accutni+3 result could not be determined with the information supplied.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The customer initially analyzes all access accutni+3 samples in duplicate. Initially the sample produced discrepant access accutni+3 results with one result within the normal reference range of the assay and one result above the normal reference range of the assay. As these results did not correlate the patient's sample was analyzed one (1) additional time. The customer stated that this third result was within the normal reference range of the assay. The elevated access accutni+3 result was not released from the laboratory. There was no report of change to or impact to patient treatment in conjunction with this event. Assay quality controls (qc), calibration and routine system checks were all performing within specifications at the time of the event. There was no report of error messages, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a 8.5 ml (milliliter) lithium heparin plasma tube with a gel separator. The customer centrifuged the sample for three (3) minutes at an undisclosed speed as the customer was unable to provide this information. There was no report of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.